Event description:
Procedure: unknown. Reportedly, the surgical area was prepped using duraprep solution. Per procedure, an incision was made using the electrocautery device and the ratex gauze that was being utilized started to flame. This caused a small 1-2 degree burn on pt's groin area. Biomedical analysis in 2003, showed the unit passed all specifications. The unit functioned properly and readings were at expected levels. The facility reports the likely result of flame was the alcohol prep not entirely dry on skin/hair despite blotting and bovie held too closely to gauze, which also had prep solution on it. Note: during routine review this report was reevaluated. At that time, the decision was made to file a report based on the info received.